Event description:
It was reported that the t:slim x2 pump battery would not charge despite attempts with both the tandem charging cable and a different one. A power source alert, noted as alert 07, was found in the pump's history. There was no reported impact to the customer's blood glucose level. Customer support decided to send a replacement tandem cable and wall adapter via two-day shipping and planned to follow up. If the pump battery depleted before receiving new charging supplies, the customer was advised to use needles.